Manufacturer narrative:
The issue was evaluated and replicated in the fmsu lab. The cause was traced to insufficient testing during development. The issue has been resolved in the next version, and this customer was already provided with a fix. If any additional relevant information becomes available, a supplemental report will be submitted. Ref.#: internal complaint number: (B)(4).

Event description:
On (B)(6) 2020, fujifilm medical systems USA, inc. (Fmsu) service department received a customer inquiry for an issue with the ejection fraction (ef) and left ventricular (lv) volume method of disk bi-plane (bp mod) calculation. The ef or lv volume bp mod did not update in the clinical reporting application (cra) report when measurements were changed by a different user. After the sonographer performs lv volume bp mod and saves the report, and another user tries to edit the "trace", the updated/new volume and ejection fraction values do not update in the cra. If the sonographer who initially performed the bp mod edits the "trace", the values update correctly. The issue was reviewed, and escalated to the engineering department. On october 30, 2020, a risk assessment was performed by the engineering department to investigate risk to patient safety, fmsu quality, and regulatory affairs departments were informed of the severity. There was no serious injury, or death associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Fujifilm initiated a recall on 12/11/2020 to correct the ejection fraction (ef) and left ventricular (lv) volume method of disk bi-plant (bp mod) calculation by providing a hotfix to affected customers. C&r report (1000513161-12/21/2020-001-c) was submitted to the FDA. On 01/22/2021, the recall was classified by FDA as class ii and assigned the recall number z-0918-2021. No further investigation is necessary.